Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier "macerated" the cystic duct. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the instrument was rec'd in good visual condition. Device was rec'd with one partially formed clip and one scissored clip inside a sampling bowl. The instrument was cycled and fired 10 clips conforming, and 4 scissored clips due to an inadequate.